Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "on (B)(6) 2024 at 1740 hours, (B)(6) prepare IV fentanyl 200mcg with sodium chloride 0.9% in final volume of 20mls for continuous transfusion. They primed the perfusor line and both saw the balance in syringe is 17mls. Perfusor space infusion pump was set up using the drug library running at the rate of 0.5mls/hr. Infusion was connected to patient's sub-cutaneous needle over abdomen and continuous infusion started. At 2050 hours, during handover, both (B)(6) did a physical check on the syringe pump and saw that the balance in the syringe is 11.5mls instead of 15.5mls."